Event description:
It was reported that the pump stopped all insulin delivery. The customer's blood glucose level was reported to have been impacted. The customer stated that blood glucose level was outside target range, but not specify the exact value.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A follow up supplemental report will be submitted if the device has been received.